Event description:
Healthcare professional reported intracapsular rupture right side. MRI was performed. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported intracapsular rupture right side. MRI was performed. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: unable to observe opening on the device. Additional observations: observed deformation on the device. Observed creases on the device. Observed wear abrasion on the device. Red particles observed in the surface of the shell.